Event description:
The account alleged that the technician was there yesterday and replaced a control pad. In the middle of the night the bed raised to high position on its own and the account cannot get it down. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.